Event description:
Procedure was performed in 2007 to remove t1 pedicle due to a tumor. Fixation was done from c6/7-t2/3. The same year, patient complained of sever pain and rods were found to be broken. A revision was performed. Summit si implants were replaced with xpdm screws and rods. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Device has not been returned for evaluation. No conclusions can be made at this time.